Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable pulse generator (ipg) patient that they had fainted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the clinic that the implantable pulse generator (ipg) was operating as expected and the patient did not experience any symptoms relating to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had heart failure. It was also reported that the implantable pulse generator (ipg) patient "had a accident" and that the device was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.